Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002:(B)(6)medical center. [Signature illegible]. Office notes. Hasn¿t done abdominal wall hernia repair yet. Abdomen: hernia left lower quadrant, easily reduced when supine, no tenderness, no mass. (B)(6) 2003:(B)(6) medical center. [Signature illegible]. Office notes. Abdominal wall hernia unchanged. (B)(6) 2004:[facility ni]. (B)(6), md. Procedure report. Colonoscopy. Indication: screening for colon neoplasia. Impression: scattered diverticulosis. (B)(6) 2005:[missing records: operative report for ventral hernia repair using gore-tex was not provided.] (B)(6) 2005:(B)(6) general. (B)(6), md. Pathology report. Acc #: (B)(6). Clinical diagnosis: abdominal incisional hernia. Spec description: sac. Gross description: sac: received in formalin, labeled abdominal incisional hernia, are four edematous, congested, thickened portions of cauterized fibromembranous to fibrofatty soft tissue ranging from 4.5 by 3.5 by 0.3 cm to 11.2 by 5.8 by 0.5 cm. Each has one surface that is smooth tan-pink to trabecular tan-pink and congested. The opposing surface is covered in part by soft yellow fat and shaggy tan-pink soft tissue with focal cautery artifact. No distinct palpable lesions are identified. Three representative sections are submitted. Final diagnosis: hernia sac: hernia sac showing fibro fascia and attached adipose tissue. (B)(6) 2005: (B)(6) medical center. (B)(6), md. Radiology¿ CT abdomen/pelvis with contrast. Indication: abdominal/incisional hernia. Findings: large ventral hernia in midline with intraperitoneal fat and predominantly colon within hernia sac. Does not appear to be evidence of obstruction or bowel wall thickening to suggest incarceration. In left lower anterior abdominal wall, is a collection noted anterior to mesh material at level of mid pelvis measuring approximately 8 cm in length. Collection of uncertain etiology, appears to involve predominately subcutaneous fat. Infectious etiology cannot be excluded, correlation recommended. Impression: large ventral hernia as above. Subcutaneous fluid collection in left lower quadrant. Left adrenal nodule. Right renal cyst. (B)(6)2005:(B)(6)medical center. [Signature illegible]. Office notes. Thinks abdominal hernia has recurred; recently noted bulge at top of surgical scar, able to push in. Weight 182. Abdomen: obese. Easily reducible but sizable abdominal wall hernia superior aspect prior repair. Impression: recurrent abdominal wall hernia, diverticulosis. Surgical consult. (B)(6)2005:(B)(6) medical center. (B)(6), md. Letter to dr. (B)(6). Saw (B)(6)today for evaluation of recurrent ventral hernia; has recurrence in midportion of midline incision. Discussed necessary repair at length. Having bowel problems of late. Given that and history of diverticulitis with resection, asked her to see dr. (B)(6) prior to abdominal surgery. (B)(6)2006:[facility ni]. [Signature illegible]. Office notes. To emergency room for epigastric abdominal pain, nausea, vomiting and diarrhea. Abdomen: no distention, slight tenderness in epigastrium, no mass. Impression: gastritis secondary to meds. Plan: continue off nsaids. (B)(6)2006:[facility ni]. [Signature illegible]. Office notes. States to see (B)(6) for abdominal wall hernia. Impression: chronic recurrent abdominal wall hernia. (B)(6)2007:[facility ni]. [Signature illegible]. Office notes. Gastroenteritis 2 weeks ago; to emergency room for ivs. Now to have ventral abdominal hernia repair. (B)(6)2007:[missing records: records including operative report for incisional hernia repair with ultrapro mesh and removal of gore-tex graft were not provided.] (B)(6)2007:hospital(B)(6). (B)(6), md. Discharge summary. Admitted (B)(6)2007. Discharge diagnosis: incisional hernia. Operations/procedures: incisional hernia repair with mesh. Discharged home. Follow up dr. (B)(6) 2007, diet and activity as tolerated. History of present illness: 56-year-old admitted on day of surgery for repair of a large incisional hernia. Hospital course: uneventful ventral hernia repair with mesh. Placed in ICU overnight due to issues intraoperatively with low blood pressure and oliguria which did not appear dramatically different from previous operative responses based on old records. Remained in hospital few more days waiting for bowel function. Afebrile, stable vital signs, able to ambulate. Drains continued to put out serosanguinous fluid and were continued through discharge. Loose bowel movements day prior to discharge. Clostridium difficile toxin sent but not going to be run until monday; placed on flagyl to cover for this. (B)(6)2007: hospital (B)(6). (B)(6), md. Procedure report. Panendoscopy and biopsy. Indication: nausea, vomiting, diarrhea. Evaluation for ulcer. Impression: grossly normal upper gi endoscopy ¿ await biopsies. (B)(6)2007:[missing records: records for the CT that ¿failed to reveal internal bleeding and no other significant pathology¿ were not provided.] (B)(6)2007:hospital (B)(6). (B)(6), md. Discharge summary. Admitted (B)(6)2007. Discharge diagnoses: abdominal wall hematoma. Clostridium difficile colitis; dehydration. Recent deep vein thrombosis; anticoagulation. Discharged home on coumadin. Will see me and dr. Kemler in follow-up; repeat blood testing at that time to recheck blood loss anemia. History of present illness: had recent bilateral total knee replacement and subsequently had elective repair of large ventral abdominal wall hernia. After second surgery, developed deep vein thrombosis, placed on coumadin. Initially had done well, then had sudden pain and swelling in abdominal wall. Seen in emergency room; prothrombin time/inr grossly elevated at 10. Admitted, coumadin held. Hospital course: carefully observed for further bleeding, none at this time. Had multiple episodes of diarrhea; clostridium difficile toxin positive. Because of continued diffuse abdominal complaints and poor appetite, endoscopy performed; showed no significant pathology. Appetite seemed to improve and no indication of further bleeding in abdominal wall. CT abdomen/pelvis failed to reveal internal bleeding and no other significant pathology noted. Patient stabilized; felt safe to resume anticoagulation and does not need greenfield filter at this time. (B)(6)2007:[facility ni]. [Signature illegible]. Office notes. No bleeding, abdominal wall okay. Bowels better. Abdominal wall normal except slight residual ecchymosis, no fluctuance. Impression: dvt status post multiple surgeries; bilateral total knee replacements, abdominal wall repair. Status post abdominal wall hematoma, c. Difficile resolving. (B)(6)2007:[facility ni]. [Signature illegible]. Office notes. Doing well, back to work. Abdominal wall okay. Impression: status post dvt right, abdominal hematoma. Return 3 months. (B)(6)2007:(B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal wall seroma. Reference to (B)(6)2005 examination. Findings: since last exam, new surgical mesh seen in mid abdomen as a repair of large ventral hernia containing bowel. No evidence of hernia recurrence. In lower abdomen in midline, is a large (16 x 10 cm) round well-circumscribed fluid collection. Extends cephalad to the level of new surgical mesh and inferiorly to level of pubic symphysis. Impression: large anterior abdominal wall fluid collection. (B)(6)2007:[facility ni]. [Signature illegible]. Office notes. Abdominal wall feels tighter, no new ecchymosis. Active. Abdomen: no fluctuance. Impression: dvt right leg. Discontinue coumadin now. (B)(6)2007:(B)(6)medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal/pelvic mass; rule out hernia. Reference to CT (B)(6)2005. Findings: in midline is large fluid collection anterior to mesh. Collection originates in lower abdomen and extends into pelvis. Largest dimension is 15.6 cm; essentially unchanged in appearance. Left adrenal mass; 18 mm. Impression: large anterior abdominal wall fluid collection unchanged from previous examination. (B)(6)2007: hospital (B)(6). (B)(6), md. Procedure report. Ultrasound guided anterior abdominal wall drainage. Indication: abdominal wall seroma. Report: large hematoma in lower anterior abdominal wall drained using ultrasound guidance. Small amount of bloody aspirate sent for microbiology. Two liters of bloody fluid aspirated. Marked clinical improvement in the mass in anterior abdomen and upper abdomen as well. Catheter placed to external drainage. Tolerated procedure well. (B)(6)2007:[missing records: an operative report for ¿wound exploration, incision and drainage of abscess¿ was not provided.] (B)(6)2007: hospital (B)(6). (B)(6), md. Discharge summary. Admitted (B)(6)2007. Discharge diagnoses: abdominal wall abscess secondary to infected hematoma. Operations/procedures: wound exploration, incision and drainage of abscess (B)(6)2007. Discharged home on regular diet, no activity limitations. Follow up in office 1 week. Will have wound vac for wound care and visiting nurse; vac change every 3 days. History of present illness: presents to hospital 2 days post replacement of abdominal wall drain for a collection with fevers to 104 at home. History: hypertension, sigmoid resection, laparoscopic cholecystectomy, abdominal wall herniorrhaphies. Exam: temperature 103. Abdomen soft, normal bowel sounds, catheter in place draining cloudy brown fluid. Hospital course: admitted with diagnosis of cellulitis of abdominal wall and abscess. Placed on IV antibiotics. CT scan showed apparent good resolution of abscess cavity with considerable subcutaneous inflammation. After two days of antibiotics, had good resolution of cellulitis, but there remained persistent fevers; taken to operating room where collection drained. Wound left open. Wound vac placed, had stable uneventful postoperative course to postoperative day 3 where is afebrile, taking regular diet, normal bowel function and excellent resolution of symptoms. (B)(6)2007:[facility ni]. [Signature illegible]. Office notes. Had to return for more abdominal wall surgery after initial hernia repair secondary to infection/hematoma. Hopefully, surgery now completed. Skin: lower abdominal wound bandaged. Abdomen: no focal pain, normal bowel sounds. Impression: depression, chronic diarrhea, abdominal wall hernia repair. (B)(6)2008: hospital (B)(6). (B)(6), md. Consultation ¿ infectious disease. Indication: possible infected abdominal wall fluid. Admitted today for abdominal wall fluid collection. Has long, somewhat complicated surgical history. Sigmoid colectomy in 1999 complicated by postoperative cellulitis. Subsequently developed a ventral hernia repaired using gore-tex in (B)(6). Because of recurrence of this hernia, underwent ultra pro mesh implantation and removal of the gore-tex graft in (B)(6). She related since then, has had problems with recurrent superficial ulceration of a portion of the wound along the belt line. Extent of this problem has fluctuated, has never healed completely. Denies chronic discharge or drainage from site. In (B)(6), admitted for fever of 104 with chills following placement of drain for removal of abdominal wall fluid. Cultures at that time grew streptococcus milleri, streptococcus salivarius and streptococcus epidermidis. Treated with vancomycin briefly and (B)(6)2007, abdominal wall and abscess was drained. Intraoperative impression that this represented an old hematoma which was infected. This material was directly overlying the ultrapro mesh. Discharged (B)(6) to continue wound care at home; no antibiotics listed on discharge medication form. Next admitted on (B)(6)2008 when noted wound had not completely healed. During that admission, wound cultured and surgically closed; that culture was no growth. Did well until 2 weeks before this admission when she developed fevers in range of 101-102. Does not recall tenderness around abdominal incision. Approximately 7 days ago, fell and landed on abdomen; two days later because of pain and swelling, went to emergency department and cat scan documented fluid in abdominal wall. Fluid aspirated; five colonies of corynebacterium species grew. Given cephalexin and sent home. Admitted today because of recurrent fever, erythema of abdominal wall and swelling. Weight 80 kg. Abdomen: obese. Along midpoint of midline abdominal surgical wound there are superficial ulcerations which appear to be noninfected. [Illegible] to this the abdominal wall is erythematous, indurated and tender. Drainage catheter draining bloody fluid. Cat scan today shows large abdominal wall fluid collection; appears inferior to the mesh, whereas prior fluid collection was directly over the mesh. (B)(6) abdominal wall fluid culture (when catheter placed by ir) no growth. (B)(6) culture, taken when admitted with fever, grew streptococcus milleri, streptococcus salivarius, and streptococcus epidermidis. (B)(6) abdominal fluid culture grew group c streptococcus. Abdominal wound culture at time of wound closure (B)(6) was no growth. Impression: pattern of recurrent infected abdominal wall fluid suggests possibility that the mesh may be infected. However, several factors argue against this: fluid collection today appears inferior to mesh, prior collection adjacent to mesh. Each time she presents with infected fluid, different organisms are grown. This would obviously argue against a chronic infection. Although chronically infected mesh cannot be completely dismissed, reasonable to treat conservatively while awaiting more data. Plan: cefazolin, review gram stain and culture as available and adjust antibiotics. [Missing records: a culture report detailing analysis of specimens collected on or near (B)(6)2008 was not provided.] (B)(6)2008:[facility ni]. [Signature illegible]. Office notes. Was in thcc; ID seroma ¿ mesh not infected. Current abdominal wall process resolved. Abdomen: 2 separate superficial ulcers without sinus tracts. Impression: recurrent abdominal wall infection. Return 6 months. (B)(6)2008:[facility ni]. [Signature illegible]. Office notes. Recent upper respiratory infection with cough. Abdominal wall with chronic non-healing ulcer. Weight 197. Skin: quarter sized full epidermal defect with granulating base; no foul smell, no sinus tracts. Abdomen: negative. See dermatologist. (B)(6)2010:[facility ni]. [Signature illegible]. Office notes. Ill x 6 weeks; cough, laryngitis. Objective: much dry cough. Impression: possible sinusitis unresponsive to cephalosporin. Levaquin. (B)(6)2010:(B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen without contrast. Indications: midline mass. Findings: midline hernia; extends into anterior abdominal wall. Displacement of mesh. Represents interval change since (B)(6)2008 at which time mesh appeared intact with no evidence for midline ventral hernia. Impression: midline clinically palpable abnormality corresponds to ventral hernia of abdomen and pelvis. (B)(6)2010:(B)(6)medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: status post ventral hernia repair. Comparison: CT abdomen (B)(6)2010. Impression: status post repair of ventral hernia with new patch in place. Postoperative fluid collection seen deep to the patch. (B)(6)2011:[facility ni]. [Signature illegible]. Office notes. Continues with problems of abdominal wall hernia and continued open skin lesion, non-healing. Might need further surgery with skin graft. Skin: granulating superficial open wound mid abdomen. Abdomen: large midline hernia, no local tenderness. Impression: chronic abdominal wall hernia, non-healing surgical wound. (B)(6)2011:hospital (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: very large midline ventral hernia with herniation of small bowel; extends from level of upper abdomen inferiorly. Inflammatory changes seen on left minimally. (B)(6)2011:(B)(6)surgical group, p.c. (B)(6), md. Letter to (B)(6), md. Re: (B)(6). Referred for consultation regarding multiply [sic] recurrent incisional hernia of abdomen and non-healing abdominal wounds. Fairly extensive surgical history. In 2001, had colectomy with primary re-anastomosis for diverticulitis; developed an incisional hernia. This was first repaired in 2005 utilizing mesh. Hernia rapidly recurred and was repaired a second time in 2007 and was complicated by an infection. Required at least 2 more surgical procedures to deal with the infection focused on debriding the wounds and removing all the mesh. This left her with not only a larger hernia, but also non-healing wound. Wound present now for at least 2 years. Has 2 sites, one in upper abdomen and one in the crease beneath overhanging abdominal pannus. Morbidly obese. On exam, has massive upper abdominal hernia with very protuberant abdomen. Has approximately a 5 cm diameter granulating wound in upper abdomen and an unstable scar at the junction of vertical midline incision and the crease beneath abdominal pannus; is a small opening within that. I think any attempt at hernia repair now would be doomed to fail; she needs to lose significant amount of weight. Once she does, she will require fairly complex procedure with abdominoplasty, mobilization of both rectus muscles and onlay mesh. To that end, have recommended closing wounds now in order to decontaminate her abdomen to make mesh a viable option. Recommended skin grafting to upper side and trying to excise the enclosed lower one. Lower one has significant risk of failure to heal. In the interval will contact dr. (B)(6) and consider bariatric surgery; will need to lose 40-50 pounds before repair of hernia becomes reasonable. (B)(6)2011:(B)(6), md. Letter to (B)(6), md. Re: (B)(6). You referred to me for consultation regarding very large upper abdominal incisional hernia. Saw her several months ago, returned today for follow up. Unfortunately, has made little progress in weight loss, and if anything, the hernia is even larger. Has gotten to the point I cannot reduce her even when fully supine. Overlying wound remains clean, does not appear to track to any significant depth. Made clear to her that she is beyond any repair of hernia at this point. Needs to lose significant amount of weight in range of 50-70 pounds before we could address hernia. Strongly urged her to seek consultation with bariatric surgical colleague. Also recommended grafting the site to stabilize abdomen; this would make mesh a possibility if and when we got to a repair of the hernia. Asked to see dr. (B)(6) for preoperative evaluation. (B)(6)2011:(B)(6) hospital. (B)(6), md. History & physical. Diagnosis: chronic abdominal wound. Proposed procedure: split thickness skin graft abdominal wound. Skin graft to chronic non-healing abdominal wall wound. History: hypertension, pre-diabetes mellitus, chronic depression, irritable bowel syndrome. Surgical: recurrent abdominal wall-ventral hernia status post multiple repairs. (B)(6)2013:[facility ni]. [Signature illegible]. Office notes. Abdominal wall stable; small spot remains unhealed but no pain, clean. Abdomen: no bruit. Abdominal wall hernia unchanged. Dime sized granulated ulcer below umbilicus. (B)(6)2013:[facility ni]. (B)(6), md. Office notes. Morbid obesity; longstanding. Considering surgical options for weight loss. Weight 209 lbs., bmi 40.87. Patient leaning for lap band; counseled her that sleeve might be better fit. Advised open operation likely given multiple abdominal operations. (B)(6)13:[facility ni]. [Signature illegible]. Office notes. Discuss bariatric surgery for weight loss. With complicated abdominal wall hernia, she needs open gastric sleeve; upset at possible new abdominal surgical procedure. Will seek 2nd opinion for eventual abdominal wall repair ¿ ¿is it possible to do if I lose the weight.¿ (B)(6)2014:[facility ni]. [Signature illegible]. Office notes. Weight 213, bmi 41.6. Abdomen: large abdominal wall hernia unchanged. Soft. Impression: chronic abdominal wall hernia. (B)(6)15:[facility ni]. (B)(6), md. Office notes. Has 4 hernias that need repair. Surgical history: diverticulitis status post colectomy, ventral hernia repair x 4 open with mesh, explantation of mesh because of wound infection. (B)(6)2015:(B)(6)physicians. [Signature illegible]. Office notes. Stable. No new issues with abdominal wall hernia. (B)(6)2016:(B)(6) physicians. [Signature illegible]. Office notes. Large ventral abdominal hernia unchanged, no ulceration. (B)(6)2017:(B)(6) physicians. [Signature illegible]. Office notes. Impression: stable large/lobulated ventral abdominal hernia. (B)(6)2017:(B)(6) hospital. (B)(6), md. Procedure report. Preoperative diagnosis: gastroesophageal reflux disease. History colon polyps. Procedure: esophagogastroduodenoscopy with biopsies of ge junction. Diagnostic colonoscopy. Impression: small hiatal hernia and irregular z-line. Mild diverticulosis. (B)(6)2017:(B)(6), aprn. Office notes. Complains of chronic, greater than 10 years diarrhea. Colonoscopy 2011 grossly and histologically normal. Suspect irritable bowel-diarrhea. (B)(6)2017:(B)(6)physicians. (B)(6), md. Office notes. Maintained on preventative lovenox for factor v leiden hypercoagulable state. (B)(6)2017:(B)(6)hospital. Microbiology. Source: abdomen. Wound gram stain: final 10/05/17. Rating: 1+. Neutrophils: moderate. Epithelial cells. Few. Bacteria: gram-positive cocci. Wound culture: final 10/07/17. Organism 1: staphylococcus aureus. Quantity: 3+. (B)(6)2018:(B)(6) physicians. (B)(6), md. Office notes. Annual exam. Recent bunion surgery left foot complicated by a fall. Denies any new issues with large ventral hernia. No significant interval illness. Abdomen: extremely large multi lobe ventral hernia relatively unchanged. No skin ulceration or deterioration. Soft, no tenderness. Impression: overall, doing well. Fortunately, extremely large ventral wall hernia has not progressed into anything more serious. (B)(6) 2018. Hospital. (B)(6). Emergency department visit. Right hip pain. No abdominal pain, nausea or vomiting. Multiple hernias in belly at her baseline. Multiple hernia repairs in past. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: right-sided back pain on blood thinners. Lifting injury 1 week ago. Findings: very large anterior abdominal wall hernia which contains portions of the stomach and majority of small and large bowel; new finding from 2008. Prior examination demonstrated postsurgical changes consistent with hernia repair with mesh in place. Mesh appears to have been removed. Wide diastases of rectus muscles. Large anterior abdominal wall hernia tracking into the pannus, especially on left. Impression: no evidence for bowel obstruction. Status post sigmoid resection with re-anastomosis. (B)(6) 2018:(B)(6)physicians. (B)(6), md. Office notes. Motor vehicle accident few weeks back, had hospitalization for multiple trauma; 3 rib fractures on left, fractured transverse process at l4 vertebrae, pelvic fractures on left side, one near acetabulum. Active problems: anemia, asthma, dvt, hypertension, factor v leiden mutation, hyperglycemia. Weight 210 lbs., bmi 41.01. Abdomen: wearing abdominal elastic binder; no focal areas of discomfort. Impression/plan: doing remarkably well. Surgical history: cholecystectomy, hernia repair, knee replacement. Never smoker, social alcohol use. (B)(6) 2019: (B)(6) hospital. (B)(6). Emergency department visit. Medical history: diverticulitis, peptic ulcer disease/gastroesophageal reflux disease. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial with use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Operation: none. Procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. A transverse incision was made in the anterior axillary line on the left side of the abdomen and carried through the subcutaneous tissues. Electrocautery was used to divide down through subcutaneous tissue exposing external oblique, which was opened along the course of its fibers with electrocautery. At this point, the patient was noted to be markedly hypotensive into the 60s and 70s systolic, which did not respond to fluid or pressors. It was elected to abort the case at this point and rule out a cardiac cause. The external oblique was closed with #2-0 vicryl running suture. The skin was then closed with staples. She remained hypotensive and was eventually transferred to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6) md. Brief operative note. Pre-operative diagnosis: recurrent ventral hernia. Post-operative diagnosis: same. Operation: aborted lap ventral hernia repair secondary to hypotension. Specimens: none. Findings/complications: hypotension to 60/40s prior to peritoneal entry ¿ case aborted. Assistant(s): hughes. Anesthesia: geta [general endotracheal anesthesia]. Cellsaver blood given: none. Urinary output: 250. Estimated blood loss: none. Drains: none. Condition: stable. (B)(6) 2010: (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Operation: open ventral herniorrhaphy. Findings: attempted laparoscopic procedure with multiple dense omental adhesions at the access site, high midline hernia and multiple defects noted on open herniorrhaphy. Procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of general endotracheal anesthesia, the previous anterior axillary line incision was opened by removing stapes and through blunt dissection the fascia was identified. Fascia suture was cut with mayo scissors. The peritoneum was tented between tonsil clams and entered sharply with metzenbaum scissors. Digital exploration revealed multiple dense anterior abdominal wall adhesions throughout. At this point, it was elected to convert to open, and the fascia was closed with 0 vicryl simple running suture and the skin was closed with staples. Midline incision was then made in the epigastrium and carried through subcutaneous tissues. Through blunt and sharp dissection using electrocoagulation, the hernia sac was identified, skeletonized and reduced. Fascial margin was then raised circumferentially for several centimeters past the defect, which extended predominately to the right of midline. A 10 x 15 gore-tex dual mesh patch was brought onto the field and tacked in place with 0 gore-tex sutures in 4 quadrants with good coverage of the defect. The margin was then circumferentially tacked with origin tacker. Closure proceeded using 0 vicryl simple running suture for fascia and staples for skin. A #10 flat soft jp drain was placed via separate stab incision and sewn in place with a 2-0 nylon suture. Drain was placed to self suction. Dry sterile dressings were applied. The patient was transferred to stretcher and brought to recovery in stable condition. The patient tolerated the procedure well. There were no complications. Drain: #10 flat soft jackson-pratt. Specimen: none.¿ (B)(6) 2010: (B)(6) . Operative note. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 7116997. W.l. Gore & associates. Findings: decreased breath sounds in left lung postop, no pneumo ¿ safely extubated. Specimens: none. Estimated blood loss: minimal. Drains: jp to bulb suction. Condition: stable. Transfer to: pacu. The records confirm a gore® dualmesh® biomaterial (1dlmc03/7116997) was implanted during the procedure. (B)(6) 2010: (B)(6) md. Operative report. Preoperative diagnosis: infected midline and gore-tex ventral herniorrhaphy patch. Postoperative diagnosis: infected midline and gore-tex ventral herniorrhaphy patch. Operation: exploratory laparotomy. Removal of mesh. Findings: pus around the previously placed mesh with a solid omental cake below the mesh. Procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Midline incision was made in the upper abdomen and carried through subcutaneous tissues. Electrocautery was used to divide down through subcutaneous tissues and the gore-tex graft was noted to be exposed. The wound was opened over the gore-tex and the gore-tex subsequently removed. A solid omental cake was noted below this, precluding dehiscence. At this point, it was elected to irrigate the wound, debride the wound and place a wound vac, and allow the wound to granulate. The patient was transferred to a stretcher and brought to recovery in stable condition. The patient tolerated the procedure well. There were no complications. No drains. Specimen: gore-tex and microcultures.¿ (B)(6) 2010: [missing records: pathology and culture reports detailing analysis of the device and specimens removed during the (B)(6) 2010 procedure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 07:saint francis hospital and medical center. (B)(6) , md. Discharge summary. (B)(6) 07 had bilateral knee replacements. Comorbidities: hypertension, diverticulosis, stable depression. On postoperative coumadin for anticoagulation. (B)(6) 07:the(B)(6) . C. Difficile assay. Negative. (B)(6) 07:quest diagnostics nichols institute. Lab. Factor v assay 147 (50-150). Protein s, 48 l (60-140). Genetic studies: factor v leiden interpretation: patient heterozygous for the gln to arg mutation on the factor v leiden gene. Associated with a 5-10-fold increased risk for thrombosis. (B)(6) :the hospital(B)(6) . Pathology report. Final diagnosis: a. Duodenum: duodenal mucosa showing preservation of the villous pattern with no evidence of sprue. B. Stomach: gastric antral mucosa, no histopathologic abnormality identified. Kwik diff stain negative for helicobacter-like organisms. (B)(6) 07:(B)(6) microbiology. Procedure: body fluid culture. Source: abdominal fluid. Gram stain report (B)(6) 07: few epithelial cells. Rare white blood cells. No organisms seen. Final report (B)(6) /07: no growth at (B)(4) days. (B)(6) 07:(B)(6) . Microbiology. Procedure: blood culture x 2. Source: blood. Final report 10/14/07: no growth at 5 days. Procedure: wound culture. Source: wound. Body site: abdomen. Gram stain report 10/09/07: rare gram-positive cocci in pairs. Few white blood cells. Final report 10/14/07: few normal skin flora. (B)(6) connecticut. Microbiology. Procedure: wound culture. Source: wound. Body site: abdomen. Gram stain report 10/14/08: no white blood cells seen. No organisms seen. Final report(B)(6) 08: moderate beta hemolytic streptococci, group c. (B)(6) 08:(B)(6) . Microbiology. Procedure: wound culture. Source: wound. Body site: abdomen. Gram stain report 02/05/08: rare white blood cells. No organisms seen. Final report 02/07/08: no growth at 2 days. (B)(6) 08:the hospital (B)(6) . Microbiology. Procedure: wound culture. Source: wound. Body site: abdomen. Gram stain report 02/15/08: rare white blood cells. Rare gram-positive rods. Final report (B)(6) 08: normal skin flora. (B)(6) 08:(B)(6) connecticut. Microbiology. Procedure: body fluid culture. Source: abdominal fluid. Gram stain report 05/09/08: no organisms seen. Many white blood cells. Final report (B)(6) 08: [illegible] growth at 2 days. (B)(6) 10:the hospital (B)(6) . (B)(6) radiology ¿ portable chest x-ray. Indication: intraoperative, question pneumothorax. Impression: endotracheal tube too low; pull back approximately 3-4 cm. Increasing opacity left lung probably atelectasis. (B)(6) 10:the hospital (B)(6) . Microbiology. Procedure: wound culture. Source: wound. Body site: abdomen. Gram stain report 05/24/10: no white blood cells seen. No organisms seen. Final report (B)(6) /10: moderate oxacillin resistant staphylococcus aureus. (B)(6) 10:(B)(6) medical center. Joel gelber, md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: status post ventral hernia repair. Comparison: CT abdomen 04(B)(6) /12/10. Findings: new patch in place; previous patch also seen remaining, smooth collection seen just deep to new patch; likely postoperative in nature. Some infiltration of fat superficial to hernia repair. Impression: status post repair of ventral hernia with new patch in place. Postoperative fluid collection seen deep to the patch. (B)(6) 10:the hospital(B)(6) . Microbiology. Procedure: anaerobic culture. Source: drainage. Body site: abdomen. Final report (B)(6) 10: negative for anaerobes. Procedure: wound culture. Source: incision. Body site: abdomen. Gram stain report(B)(6) 10: rare white blood cells. No organisms seen. Final report (B)(6) 10: few oxacillin resistant staphylococcus aureus. (B)(6) 11:the hospital (B)(6) . (B)(6) md. Pathology report. Clinical diagnosis: nausea, rule out gastritis. Slightly irregular squamo junction. Final diagnosis: a. Gastric biopsy: mild chronic gastritis with focal erosion. Kd stain negative for helicobacter-like organisms. B. Esophagus, biopsy: mucosa from ge junction showing mild chronic inflammation. No evidence of eosinophils or intestinal metaplasia. 08/15/11:connecticut surgical group, p.c. Christine m. Bartus, md. Office notes. Follow up ventral hernia. On weight watchers, increased activity; lost 12 pounds. No nausea/vomiting or obstructive symptoms. With excessive walking or coughing, crampy leg pain on side of hernia. Stable, follow up upon weight reduction to schedule repair of hernia. 10/05/11:[facility ni]. [Signature illegible]. Office notes. In midst of plastic surgery for repair of chronic abdominal wound. Contemplating eventual lap band for weight loss and repair ventral hernia. 10/06/11:hartford hospital. R. Taddeo, md. History & physical. Diagnosis: chronic abdominal wound. Proposed procedure: split thickness skin graft abdominal wound. Skin graft to chronic non-healing abdominal wall wound. History: hypertension, pre-diabetes mellitus, chronic depression, irritable bowel syndrome. Surgical: recurrent abdominal wall-ventral hernia status post multiple repairs. No tobacco, alcohol occasional. Wt. 200. 02/05/12: bristol hospital. Stewart e. Bober, md. Radiology ¿ ultrasound lower extremity vein dvt-right. No acute deep venous thrombosis. There is thrombus within superficial vein right posterior calf. 07/26/14:bristol hospital. Andrew lim, md; jason kurtzman, md. Emergency department visit. Bee sting, allergic reaction. Abdomen: multiple abdominal hernias without tenderness to palpation. Prescriptions: benadryl, epi-pen, pepcid, prednisone [steroid] x 5 days. 01/13/16:starling physicians. [Signature illegible]. Office notes. Weight increased; 218, bmi 42.6. To see get another surgery re: abdominal wall hernia. Medication: lovenox. Large ventral abdominal hernia unchanged, no ulceration. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: open surgery to remove infected gore dual mesh with placement of wound vac. Additional event specific information was not provided.